Manufacturer narrative:
Evaluation codes, results: patient's condition affected effectiveness of device (cto lesion, severe calcification and severe tortuosity). Deformation problem (stent). Conclusions: device failure related to patient condition (cto lesion, severe calcification and severe tortuosity). (B)(4).

Event description:
The physician intended to use an integrity rx bare metal stent. The device was removed from the packaging, inspected and negative prep deformed with no issues noted. The target lesion in the mid rca was a chronic total occlusion (cto 100%) with severe calcification and severe tortuosity. Lesion pre-dilation was performed. Resistance was encountered when advancing the device. Stent struts were observed to be damaged on removal. No clinical sequelae were reported. Evaluation summary: the distal tip was damaged, it appeared flared. The stent was positioned on the balloon between the marker bands as per specifications. The middle of the stent appeared to have deformed and slightly raised struts. The catheter was twisted proximal to the wire lumen entry port